Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels reaching 500 mg/dl, and moderate ketones. Manual injections and boluses were delivered, and pump supplies were changed to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with customer's health care professional.